Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative (rep). It was re ported that the stimulation was turned off without realizing. There was nothing particularly wrong with a normal check of the stimulation. The issue was under observation. It was not resolved at the time of the report. No patient complications were reported as a result of this event.